Manufacturer narrative:
(B)(6). Reported event was unable to be confirmed as part number and lot number of the device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. O¿donnell, t., & neil, m. J. (2010). The repicci ii unicondylar knee arthroplasty 9-year survivorship and function. Clinical orthopaedics and related research, 468(no. 11), 3094-3102. Doi:10.1007/s11999-010-1474-6.

Event description:
It was reported in the journal article, "the repicci ii unicondylar knee arthroplasty 9-year survivorship and function" that the patient underwent a knee procedure on an unknown date between july 1999 and september 2000 on an unknown side. Subsequently, patient was revised due to progression of disease to lateral and patellofemoral compartments on an unknown date 7.2 years after initial implantation.